Event description:
Patient reported their bottom teeth are pressing hard on their top teeth, making it difficult to chew food and close their mouth. Provided information about bite feeling off, requested bite video. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.